Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device does not show any signs of damage or burrs. A dimensional evaluation concluded that a building quality dimensionally evaluated the returned device for all features related to thread engagement with the associated acetabular shell device. No deviations were observed during inspection. The failure mode cannot be confirmed via dimensional evaluation. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A potential probable cause for this event could include but it not limited to poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that the central screw could not be screwed in. It is unknown whether the event happened during surgery and if there was a patient involvement.